Manufacturer narrative:
The device history record (DHR) review could not be performed as the serial number remains unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received information that a patient with 23mm 3000 aortic valve implanted unknown period had aortic stenosis secondary to structural valve deterioration. Fainting was observed. The patient became a candidate for valve-in-valve procedure with non-edwards valve. Following information was asked, but the answers were unavailable from the customer: duration of implant, planned transcatheter valve, occurrence date, serial number, and diagnosis at implant.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.